Event description:
Pt who has been using insulin together with novofine 30g needle experienced that the needle broke off during use. Pt does not re-use needles and rotates their injection sites, went to see a doctor, who carried out an x-ray to reveal the location of the needle. The pt is going to see a surgeon to discuss the removal of the needle. The pt. Has not experienced broken needles previously, and they will return the white needle hub and portion of the needle which did not break off for analysis. The pt. Has not recovered yet.